Event description:
It was reported by the customer the control module and st hoster were being moved from one facility to another and it was found the black cable at the green cable connector was bent and the internal copper wiring could be seen. No pt involvement occurred.